Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation but was returned to olympus (B)(4). The evaluation is in progress currently. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. All channels: pseudomonas aeruginosa (>100 cfu/endoscope). Other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus france (ofr) made conscientious efforts, but was not able to obtain information about the reprocess method from the user facility. The device was evaluated at ofr. As a result of the evaluation, it was confirmed that the instrument channel port, air/water cylinder, and suction cylinder were scratched. Olympus medical systems corp. (Omsc) could not confirm any defects that could cause the reported event from the device inspection result by ofr. Cases similar to the reported event have occurred in the past at the user facility. The instruction manual states the possibility of infection by insufficient reprocessing. The exact cause of the reported event could not be conclusively determined, because the result of microbiological testing conducted by the third party laboratory after reprocessing by ofr cleared the french guideline. However, based upon the past similar cases, the reported event may have been caused by the following: -there was a difference in the reprocessing method of the device performed by the user facility and ofr. -contamination occurred during sample collection for microbiological testing. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. According to the microbiological testing result provided by the user facility, the date of the event was (B)(6) 2021. In addition, the device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus (B)(4). (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the testing, the sample collected from the all channels of the device tested positive for gram-positive bacteria (2 bacillus cfu/endoscope). The testing result cleared the (B)(6) guideline. If additional information becomes available, this report will be supplemented.